Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert. Beginning (B)(6) 2015, 214 ventricular sensing integrity counts (sic); vt-ns (ventricular tachycardia-non-sustained) and high rate-ns detected episodes with lead noise oversensing. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-ns episodes and sensing integrity counter (sic) greater than or equal to 30 in 3 days.

Event description:
It was reported that the right ventricular lead was fractured. The lead had short v-v intervals, non-sustained episodes, and noise during manipulation. The lead is scheduled to be replaced. No patient complications have been reported as a result of this event.